Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system modular chemistry (mc) sample probe was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support advised the customer to check for possible clot in the mc sample probe. Customer reported that there was residue in the mc probe vacuum line. Cts instructed the customer to flush the collar wash, then prime the system, run quality control and check system operation after the repair. To date, customer has not reported on any further leak from the sample probe.

Manufacturer narrative:
Results: collar wash. (B)(4).